Event description:
It was reported during the implant procedure that the helix of the patient's right ventricular (rv) lead would not retract easily either inside or outside of the body. The rv lead was removed and another lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and the inner and outer insulation of the lead was extrinsically breached due to a cut. The analyst commented that visual summary analysis of the lead indicated damage at implant, however, the helix was able to be extended/retracted and the extension and retraction turns were within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.